Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an initial positive architect stat troponin-I result of 0.918 ng/ml was generated. The sample was repeated in duplicate and results of < 0.03 ng/ml were generated for both replicates. There was no report of impact to patient management.

Manufacturer narrative:
After further evaluation, the architect i1000sr analyzer, 01l86-40, abbott manufacturing inc (B)(4) is no longer a suspect device. All further information will be documented in MDR number 1415939-2017-00011.